Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2024. On the same day the sensor was inserted, the patient was nauseous and vomiting. The cgm as 186 mg/dl and the bg meter was 433 mg/dl. The patient's boyfriend took the patient to the hospital around 8:00am. At the hospital, the cgm was displaying 256 mg/dl. There was no report of what the bg was during this time. The patient was treated with zofran and IV fluids. The patient was discharged home after approximately 6 hours. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.